Event description:
Event description cpi received information that at the replacement procedure of an implantable cardioverter defibrillator (ICD) the physician found an insulation defect on this endocardial lead, the lead was repaired. Two days after the implant the patient was experiencing inappropriate therapy, the physician attempted to repair the lead. The next day the physician elected to cap the lead and replace it with a new a new rate sensing lead.